Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that the patient had bilateral total knees last (B)(6) 2019. Patient felt a popping sensation on her left knee last (B)(6) 2019. Revision to a thicker poly was performed. Doi: (B)(6) 2019; dor: (B)(6) 2019; left knee.